Event description:
When the catheter was withdrawn from the package, it was reported that the spines were expanded more than expected. The physician proceeded to use the catheter, but experienced resistance when attempt was made to pull the spines back into the sheath. The physician was able to withdraw the spines, but a clot was observed on the inside of the distal part of the basket. It was also reported that the spines appeared to be expanded more than before it was inserted into the atrium. There is no pt injury reported.